Event description:
It was reported that during an atrial fibrillation ablation a faradrive was selected for use. During procedure, suction was performed after the energization of left superior pulmonary vein to left inferior pulmonary vein with a farawave, however, a large amount of air had been aspirated. The catheter was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during an atrial fibrillation ablation a faradrive was selected for use. During procedure, suction was performed after the energization of left superior pulmonary vein to left inferior pulmonary vein with a farawave, however, a large amount of air had been aspirated. The catheter was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.